Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Logic knee case. It was reported from the chief strategy & medical officer, exactech, that during a conversation he had with a surgeon, it was stated that the surgeon noticed ¿incidentally¿, fairly extensive wear about the patella during revisions he¿d performed on both the optetrak and logic knees. Optetrak knee case reported under 1038671-2022-01331.

Manufacturer narrative:
H6: the reason for the prosthesis wear reported cannot be confirmed due to insufficient information. It may have been due to wear of the patella secondary to contact against the lateral trochlear ridge of the femoral component, contributions from implant positioning, patient conditions, and/or an unknown reason. However, the extent and nature of the wear cannot be confirmed as devices were not returned for evaluation and limited information was provided.